Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they received an elective replacement indicator (eri) on their ins on (B)(6) 2017. The patient reported that they were dissatisfied and questioned the ins longevity. No patient symptoms reported. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3004209178-2017-23028 for details pertaining to the reportable related event.]